Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, sub-optimal p-waves were observed. Physician encountered some resistance while extending the helix, and ended up over rotating the pin. Helix was retracted, re-extended and then re-measured. At this point noting was evident on sensing. Lead was removed and it was noted that the physician has deformed the lead pin during over rotation. A new lead was implanted successfully. Patient was fine after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. Returned may 17, 2017.